Manufacturer narrative:
If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of the intraocular lens (iol) the doctor reported incidence with the injector system. On engagement of the solid line of the delivery system and ready for lens implant, the leading haptic prematurely released and came out the tip. Further information was provided and indicated patient's zonules of the capsular bag were damaged as a result of the lens implant. The patient is fine. The serial number for the reported damaged zonules was not provided. No further information was provided. The abbott representative visited the doctor to demonstrate the loading technique for the surgeon as a refresher. The surgeon followed the instructions provided. The plunger was pushed to the solid mark, a click was heard and ready for rotating clockwise. The surgeon rotated and several clicks were heard during rotation of the plunger; which didn't sound right. The surgeon then complained that the lens was not moving forward. He continued rotating the plunger. The surgeon noticed the leading haptic had prematurely released. The lens was not moving forward despite several turns of the plunger. The surgeon was told to pull the rod but was already engaged. The surgeon took the initiative to push the rod forward whilst rotating the rod and the lens came out. The demonstrated lens was implanted successfully without any patient issue. It was noted that additional training is needed as the surgeon was impatient which made him push the plunger forward. The doctor indicated he experienced two events of the same issue; therefore two mdrs will be filed. This report represents the second event.

Manufacturer narrative:
Device evaluation: the device was not returned; therefore, an investigation was not performed. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing process record was evaluated and the device was manufactured within specifications. The product was manufactured and released according to specifications. The review identified no related non-conformance reports for the reported issue. A search on complaints related to this production order (po) was conducted. The search revealed no other complaints for this production order number has been received. The units were released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions and warnings for the proper use and handling of the intraocular lenses. A review of trending was conducted. Based on the trend identified for lead haptic not folded, a product deficiency has been identified. All pertinent information available to the manufacturer has been submitted.